Manufacturer narrative:
The reported event of lead noise was not confirmed. A partial lead, the connector portion was returned in one piece. Electrical testing, visual examination and x-ray inspection were normal with no anomalies found except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the noise on the patient¿s atrial lead was noted causing episodes of inappropriate automatic mode switch. There were no consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received noted that the atrial lead explanted. The condition of the patient is unknown.